Event description:
New information received notes that low pacing lead impedance and polarity switch were observed.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise on the right ventricular (rv) lead was observed. The lead was dysfunctional. The lead was explanted and replaced. The patient was stable.